Event description:
It was reported that during a benign prostatic hyperplasia procedure, surgeon fired the device across the rectum, the device cut tissue but did not staple. The scrub technician believes the instrument was loaded properly. The patient was opened to successfully complete case. Patient did fine.